Event description:
Underdelivery reported. The pump was set to deliver levophed 4 or 8mg in ns 250cc, at the unspecified rate usually set for "stable" pts set at 2-4cc/hr. The pt was in the ICU and maintained on a ventilator. During nurse's report, the pt's blood pressure, which had been "dropping over time crashed" to a systolic of 70's confirmed by correlating arterial line pressure reading. The nurse rapidly increased the drip rate but did not obtain the expected hemodynamic result. She then noticed that the pump door was loose and would not close completely. When the tubing was changed to another pump, the pt's blood pressure returned to previous levels. The entire incident occurred over approx 5 mins. The pt remains critically ill in the unit. The pt had not been awake since the levophed drip had been started, and therefore the clinicians have not been able to assess the pt's neurologic status to determine if any harm occurred because of this low blood pressure incident. No further info was available.